Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed no anomalies.

Event description:
It was reported that during an implant procedure, the helix suddenly extended on the lead and prevented stable lead fixation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.